Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a 4.5x20 ped shield was placed across the aneurysm and it was just short of where it needed to be for adequate coverage. The decision was made to extend the construct more proximal with a second device. The second pipeline was not opening so the physician tried to resheath, which slipped the pipeline off of the resheathing pad. When it was attempted to pull the device out, it got trapped in the first pipeline and stayed there. They tried to re-access the lumen and get a wire around it and snare it to no avail. After hours of trying to remedy the situation, the physician decided that being any more aggressive was dangerous to the patient, noting that intracranial flow was still brisk. The procedure was then aborted. The pipeline did not open in the distal section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. Additional steps/devices used was a wire and catheter. The pipeline was not removed from the patient. Full wall apposition was not achieved. Ballooning was not required for tapering or to ensure wall apposition. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU. Dapt was administered. The pru level was 80. Post procedure the intracranial vessels still filling, but the pipeline was not totally open in cavernous ica. The patient is neurologically intact per the physician. They patient is experiencing some syncope when upright and the physician is unsure if it has to do with the pipeline. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm of the right internal carotid artery (ica) with a max diameter of 18 mm and a 8 mm neck diameter. The landing zone was 3 mm in the distal end and 5 mm at the proximal end. It was noted the patient's vessel tortuosity was severe. Ancillary devices include a penumbra bmx sheath, phenom plus guide catheter, phenom 027 microcatheter, and a stryker synchro soft guidewire.

Event description:
Additional information was received that the cause of the pipeline being just short of where it needed to be for adequate coverage was that the pipeline foreshortened more than expected based on pre-deployment measurements. Sizing software was ineffective due to artifact from the giant aneurysm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Healthcare professional information not available due to privacy laws. Reference regulatory report#: 2029214-2022-01738 and #: 2029214-2022-01738 for additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received. Patient's weight at time of procedure is unknown. The physician made the determination of length. Due to the aneurysms proximity, the physician did not want to take a longer device over another turn.